Event description:
Boston scientific received information that this lead was attempted to be explanted and replaced due to a patient upgrade to a bi-ventricular device. The lead was able to be fully removed from the patient's heart but became stuck in the superior vena cava. The lead was cut and capped at that point. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
A portion of the lead has been returned.

Manufacturer narrative:
The proximal segment of the lead was returned totaling a length of 377 millimeters. Dried body fluid was noted through out the lead lumen. The clinical observation was not able to be confirmed.